Event description:
Patient coded within moments of arrival to the ed. She was intubated and admitted to special care: septic shock; upper gi bleed; pneumonia; acute renal failure; infectious skin condition. Six days later, 2 areas of deep tissue injury were discovered under the skin barrier pads (duoderm) of an anchor fast oral et tube fastener. A plastic surgeon was consulted. Is presently being managed conservatively; however, surgeon indicates that surgery may be required.device #1is this a laboratory device or laboratory test?no.